Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the swg (spring wire guide) kinked before usage on a patient.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization kit for analysis. All the kit contents were returned. Visual examination of the ra device assembly revealed the swg tubing assembly was already connected to the needle/catheter assembly. The two subassemblies are not packaged attached. This indicates that the end user attached them after opening the kit. Visual/microscopic examination of the swg inside of the assembly revealed that it kinked and bent near the distal end. No other defects were identified. The spring wire guide length and outer diameter were measured and found to be within specification. The cannula length, and inner and outer diameter were also found to be within specification. The offset coils on the guide wire were approximately .5mm from the distal tip. The returned swg assembly was not able to advance into the needle assembly due to the swg kinks. A lab inventory guide wire/tubing was attached to the introducer needle subassembly involved with this complaint. The guide wire was able to pass through the cannula with little to no resistance. This indicates that the returned swg assembly should have been able to advance into the needle as well. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with the kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed." The IFU also informs that "if resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture". The report that the guide wire was damaged was confirmed through examination of the returned sample. Visual/microscopic examination of the swg inside of the tubing assembly revealed that it was kinked and bent near the distal end. However, the returned swg tubing assembly was already connected to the needle/catheter assembly. The two assemblies are not packaged attached, which indicates that the end user attached them after opening the kit. The returned swg assembly was not able to advance into the needle assembly due to the swg kinks. The cannula and guide wire involved with the complaint passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the swg (spring wire guide) kinked before usage on a patient.